Manufacturer narrative:
The revaclear dialyser used in this treatment was discarded and not available for inspection. The device history record for this lot number showed no anomalies. There were 39.048 dialyzers produced and distributed worldwide from this lot number. Gambro performed a complaint history file check. No other complaints for similar events were reported for this lot number. Gambro has found no evidence to suggest that any gambro device caused or contributed to this event.

Event description:
A patient in (B)(6) was admitted to the hospital following a dialysis treatment. The patient was diagnosed and treated for a urinary tract infection and hemolytic anemia. Prior to the hospitalization, the dialysis session was initiated and included a revaclear 300 dialyzer. Approximately 10 minutes into treatment the dialysis machine generated an alarm and treatment was discontinued. The dialyzer was discarded. Treatment was restarted with a different machine and a polyflux 17l dialyzer. Approximately 1 ½ hours into the dialysis treatment, the patient began shivering, complained of nausea and developed an elevated temperature. Treatment was terminated and the patient hospitalized. This is reported to FDA via medwatch manufacturer report number: 9611369-2014-00007. The patient was discharged from the hospital two days prior to this event at which time he was diagnosed and treated with sepsis and hemolysis. This was previously reported to FDA via medwatch manufacturer report number: 9611369-2014-00005. The exact cause of this patients¿ ongoing hemolysis is not known but most likely related to the patients¿ underlying medical condition. There is no indication this is a mechanically mediated hemolysis.